Event description:
The facility reports the pt was on the hoist outside the bath, wound almost to the top. The carer tried to wind the hoist up further, and the chair dropped down to the floor. The pt has a bruise to their left knee.